Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that there was water behind the display screen and the pump had stopped working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: there were pump reboots observed in the black box history. A power loss was not duplicated. The pump powered on with the returned battery cap with no moisture inside the battery compartment. During the investigation, the motor did not move when the ¿load¿ step was selected. There was internal moisture damage inside the pump and the leak test confirmed a leak at the display lens as well. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.